Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument associated with the reported event and completed a device evaluation. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The pulleys and other cables were not damaged. The instrument's housing was removed and there was no damaged observed on the proximal end of the instrument. Cable breakage may be attributed to a reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collisions during use or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was found to be broken. The procedure was completed with a back-up instrument of the same type and there was no report of patient harm, injury, or adverse outcome.